Event description:
During surgery, the tip of the bender broke while bending the rod. The surgeon took off the broken piece. A very small piece of the bender remained in the patient. No patient complications were reported.